Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s right ventricular lead was explanted and replaced due to lead noise and pacing inhibition. Out of concern about possible increased battery usage due to the physician opting to increase the right ventricular lead¿s outputs to ensure capture, the patient¿s pacemaker was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The reported field event of device output concern was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.